Event description:
A power supply in the "pdc" failed. The customer reported to field tech they saw smoke and flames coming out of the power supply. Customer powered off the supply. No impact to pts, system continued to function as intended.